Event description:
It was reported that: patient stated that she has had pain since the surgery. She has pain in her left hip, leg, and extreme pain in her lower back. She said that "extreme" amount of fluid was extracted from her hip joint. Her doctor ordered her pain shots. Her blood levels are higher than normal. She has hard time standing or sitting for long time because her leg would get numb. She has hard time sleeping on her left side. Patient's revision surgery is scheduled.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.